Event description:
The pt presented to the clinic with increased spasticity and withdrawal symptoms. The pt had not had a recent pump refill. A rotor study was done and the rotor moved 90 degrees. The hcp decided to replace the device system.

Manufacturer narrative:
B5 - additional information from the hcp reports the pt presented to the clinic on 02/28/2006 with severe spasticity of the lower extremities and mild tachycardia. He was treated with oral baclofen 40mg without resolution of his symptoms. The pt was given a bolus of baclofen 25mcg. Within 20 minutes of the injection, the spasms resolved. The pt was admitted and taken to surgery where he was found to have a "malfunctioning system." The pump and catheter were replaced and a blood patch was also performed. The pt was discharged from the hosp on 03/03/2006. His spasms had resolved. He was seen in the clinic on 03/06/2006 and reported his prain was overall 80% better.